Event description:
It was reported to philips that the system was not exposing after being used for a case. The system needed to be restarted multiple times before working. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system is not exposing after being used for a case. Fse suspected flat detector controller and its power supply as the cause of this issue. To resolve the issue, fse replaced power supply, as fdc shipped was not compatible with the system and could not be fitted. A follow-up request has been made with the correct part on order. On a later date fse visited the site and identified that issue did not occur after replacing the power supply as confirmed by the customer. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.